Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon chose to implant a customized cranial implant. It was further reported that during the implantation of the implant, they thought they had removed all the screws from the previous implant but apparently one screw had been missed by the surgeon. The screw migrated into the dura and was not visible, it could only be seen on CT/ x-ray. It was further reported that the surgeon went back and removed the screw. There was no reported malfunction of the stryker product.